Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported unit was not working. There was no patient involvement. The field service engineer performed an evaluation and confirmed the reported problem. The unit was not working. Upon further investigation, it was found that the inside of the unit was all burnt out. The field service engineer reported that no repair was performed, as the unit was deemed unrepairable and was put out of service.